Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, depression, cholestasis and anemia. Previously administered products included for an unreported indication: ursodiol in 2009, methotrexate from 2005 to 2008 and remicade from 2005 to 2008. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with tranexamic acid (lysteda) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: proper bilateral placement of the micro-inserts and bilateral proximal tubal obstruction. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.